Event description:
It was reported that during a da vinci s hysterectomy procedure, the monopolar curved scissors instrument broke and could not be removed from the trocar. The trocar was removed from the pt, the instrument was removed and replaced, and the planned surgical procedure was completed. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the tube extension is dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys and as a result, the tube extension can be rotated 360 degrees. Pieces from the main tube are missing. Engineering concluded that damage was likely caused by excessive side loading. Engineering also observed the distal end of main tube has a 3.250 inch long section with material removed. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.